Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate ii system controller having a kink in the power cable was not confirmed. The heartmate ii system controller (serial #: (B)(6) was not returned for analysis and no log files were submitted for review. Multiple good faith efforts were sent asking if the heartmate ii system controller (serial #: (B)(6) would be returning; however, to date no response was received. The root cause of the reported event was unable to be conclusively determined in this analysis. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms and contains a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller had a small kink in one of the power cords so the controller was exchanged. The backup controller that replaced the primary appeared to be damaged. While that controller did deliver power, it not recognize the black power cable and alerted "no external power" when the white power cord was unplugged. The patient was put back on the primary controller.